Manufacturer narrative:
(B)(4). MFR reports #2245578-2011-00165 through 2245578-2011-00168 are from a single user site. The internal investigation is in progress; no overall trends have been identified in product lot(s) used. The issues appear to be isolated to specific sites.

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.09 ng/ml on a patient with chest pain. I-stat: result: 0.09 ng/ml, time: 1529; 0.00 ng/ml, 1816. There were no lab tests performed. The suspected discrepant results were released to the physician. Based on the information available at the time, there were no injuries associated with this event.